Manufacturer narrative:
On april 21, 2023, mentor became aware that information was inadvertently omitted from the previous report. A manufacturing record evaluation (mre) was performed for the updated lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On july 21, 2023, mentor re-evaluated the event. It was determined that the patient experienced a deflation of her right prosthesis. Manufacturer¿s reference number: (B)(4), in the initial report, h6. Health effect-clinical code should have been populated with deformity/disfigurement (e2308). H6. Medical device problem code should have been populated with material rupture (a0412).

Manufacturer narrative:
On july 18, 2023, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: during the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor procedures, and a tear was observed at the union between the shell and the patch on the anterior view. Additionally, no other leak sites were detected. A microscopic examination was performed and no evidence of instrument damage was observed at the edges of the tear. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 17, 2023, mentor received additional information. Mentor received clarification on the identity of the impacted product. The following fields were updated due to the additional information received: brand name: ce med hgt te w/sut tabs 350cc. Catalog:3549222. Lot: 9616970. Expiration date: 8/26/2025. Device manufacturing date: 8/19/2021. The serial number was not received, so the field has been left blank. The previous serial number has been removed from the file. On april 18, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On july 25, 2023, mentor completed an updated device evaluation of the returned device. Device evaluation summary: during the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor procedures, and a tear was observed at the union between the shell and the patch on the anterior view. Additionally, no other leak sites were detected. A microscopic examination was performed and no evidence of instrument damage was observed at the edges of the tear. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expander include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. According to the manufacturing investigation. After physically evaluating the device and with consideration to current process controls, manufacturing procedure and equipment maintenance history, this product complaint could not be confirmed to have been caused by a manufacturing error. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 350cc mentor ce med height te breast tissue expander. Post-operatively, the patient experienced dissatisfaction with the appearance of her right breast. As a result, the patient underwent removal and replacement with a 330cc mentor memoryshape breast implant on (B)(6) 2022.